Event description:
It was reported that the pump "buttons" were delayed in responding to being pressed, though no information was provided on if the customer was referring to the wake button on the pump or the pump touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.